Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 24-nov-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification was performed on the suspect product. The cartridge tip was found to be damaged. Viscosurgical device (ovd) was observed inside the cartridge and lens module, indicating that an excessive amount of ovd may have been used. The plunger rod tip was slightly damaged. No damage to the lens module or simplicity device was observed. The lens was visually inspected revealing that the lens was cut in half with one haptic detached. Due to the lens being cut in half, the remaining haptic could not be measured. The complaint issue "haptic detached" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that one of the haptics of the preloaded intraocular lens (iol) broke while inserting the lens into the patient's eye. This necessitated the removal of the lens, and a replacement iol of the same model was implanted. The issue was first identified during the surgical procedure, and there was a reported delay of 15 minutes. No further information was provided.